Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported there was an intermittent problem with the output being 25-30 beats faster than indicated. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis could not confirm the customer comment. The upper/lower cases were broken. The ring cover was contaminated and two side bail covers were broken. The rate cover was also broken. Three control knobs and battery drawer were contaminated and the ring was bent. The interconnect flex was out of specification and the heart lead flex was broken (cracked connector).

Manufacturer narrative:
Approximately 6 weeks ago, a field corrective action was initiated for the suspect medical device noted in section d which may involve intermittent performance of certain pacing functions.